Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving higher readings on the adc freestyle libre sensor when compared to readings obtained from the healthcare professional meter. The customer did not experience any symptoms however, self-treated with insulin (dose/type unknown) based on the sensor reading and then called the paramedics. On (B)(6)2019, the customer was taken to the hospital where a reading of 320 mg/dl was obtained on the hcp meter and was treated with an IV insulin (dose/type unknown). The customer further reported being over-treated with insulin and subsequently low blood sugar. The customer was ¿fed¿ in the hospital and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving higher readings on the adc freestyle libre sensor when compared to readings obtained from the healthcare professional meter. The customer did not experience any symptoms however, self-treated with insulin (dose/type unknown) based on the sensor reading and then called the paramedics. On (B)(6) 2019, the customer was taken to the hospital where a reading of 320 mg/dl was obtained on the hcp meter and was treated with an IV insulin (dose/type unknown). The customer further reported being over-treated with insulin and subsequently low blood sugar. The customer was ¿fed¿ in the hospital and no further treatment was reported. There was no report of death or permanent injury associated with this event.